Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery not holding it's charge was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is an use-related internal li-ion battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, he scanner wont hold a charge and biomed showed that it was receiving power. 03/26/2021: review of evaluation results found scanner shuts down abruptly when unplugged from ac power.